Manufacturer narrative:
Additional information: patient had a medical history of hypertension, hyperlipidemia, diabetes and renal insufficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an in.pact av access paclitaxel eluting balloon catheter was used to treat the left venous outflow. Approximately seven months post procedure, 70% stenosis in the central accessory vein in the avf was reported, and was treated with revascularization of the target lesion and medication. A non medtronic plain pta balloon catheter was used to treat the venous outflow. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel.